Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the drive support cap was flush and had compromised forced sensor system alarm. Customer's blood glucose value was 127mg/dl. Customer was advised to discontinue the pump. Insulin pump will not be returned for analysis.